Event description:
Boston scientific crm received information that this transvenous right atrial (ra) lead has been explanted as a result of dislodgement. There were no reported adverse patient effects associated with this clinical observation. To date, information suggests that this ra lead will not be returned to the boston scientific post market quality assurance laboratory for analysis purposes. If new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.